Event description:
A report was received that the patient was experiencing weakness in her legs and pocket pain. The physician gave the patient an epidural injection near the pocket site but the patient continues to feel pain.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-8116-50 serial#: (B)(4) model description: artisan 2x8 paddle lead, 50 cm.

Manufacturer narrative:
Additional information received indicated that the CT scans were inconclusive. The patient no longer has leg weakness. The physician will not pursue any further course of action as the patient has failed to decide on whether to proceed with a revision. A review of the manufacturing documentation of the devices found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing weakness in her legs and pocket pain. The physician gave the patient an epidural injection near the pocket site but the patient continues to feel pain.

Event description:
A report was received that the patient was experiencing weakness in her legs and pocket pain. The physician gave the patient an epidural injection near the pocket site but the patient continues to feel pain.

Manufacturer narrative:
Additional information was received that the patient underwent a lead revision due to extreme headaches caused by her stimulation. During the procedure, the physician elected to replace the ipg, no malfunction was suspected. The patient was reportedly doing well following the procedure.